Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of curve broach handle broke. It was stated that it didn't occur in case but returned. Update jul 18, 2017: additional information received. When the surgical tech was opening the tray for the case, noticed the tip was broken. This complaint was updated on jul 18, 2017.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.